Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No frozen screen noted. Time and date function properly. Insulin pump passed displacement test and self test. Insulin pump was monitored and functioning properly. No constant tone during test. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are not responding. I was also stated that the time didn't change and the display is not blank. Customer stated that the button alarm occurred during or after button press. The device does not have a long constant tone. Customer removed battery and anomaly persists. Blood glucose value is 243 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.